Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting the actual volume observed was unknown. The patient's father stated 7m and the company representative (rep) was not called for appointment as planned. The expected volume was unknown. The cause of the increased spasticity and volume discrepancy was unknown. It was unknown if the increased spasticity and volume discrepancy resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that the patient's father stated that the patient had increased spasticity and had noticed during the last refills that the home infusion nurse got more medication out of the pump than they should. It was stated that the patient had an appointment at the hcp's office on (B)(6) 2025. There were no diagnostics/troubleshooting or actions/interventions performed. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.